Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 41 mg/dl. Reportedly, customer inadvertently delivered a 10 unit bolus. Bg was treated with fast acting sugar and carbohydrates. The customer was still in the ER at the time of the report, however indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.